Manufacturer narrative:
The purge side arm and protector were returned for evaluation. Upon evaluation, a crack in the filter was confirmed. The root cause of the purge filter crack was due side arm filter damage as a result of the 3 point fixation not being in the correct place. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The purge side arm cracked while in the retainer. The 3-point fixation was not in the correct place . A side arm bypass done and the pump was removed the next morning. There was no patient harm as a result of the issue.